Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump. The customer's blood glucose 261 mg/dl. The troubleshooting was performed for blank display and the display was not returned. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The product will be returned for analysis.